Manufacturer narrative:
A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported after a percutaneous coronary interventional procedure an angio-seal was selected for closure via the right femoral arteriotomy. A pre-deployment angiogram was performed prior to deployment. Immediately after deployment, bleeding/oozing from the puncture site was observed. Manual compression was performed and a pressure bandage was also placed on the puncture site. Approx two hours later, bleeding was observed at the puncture site and a hematoma had also formed and manual compression was applied. Two hours later, the pt's blood pressure and hemoglobin had dropped significantly. A CT scan was performed, which revealed a retroperitoneal bleed and also showed that a big mass was compressed on the pt's bladder. The pt underwent surgery (date unk) in order to obtain hemostasis and reduce the hematoma. The pt also rec'd a blood transfusion, units of blood administered (unk). The angio-seal was confirmed to be in the correct position, but the anchor appeared to be folded in a "c" shape and blood flow was going out from the artery between the collagen and artery. The pt was in reported to be in stable condition after surgery and was recovering in the critical care unit.